Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that the fentanyl was a 1000 mcg 0.9% 100ml infusion ordered at 5 ml/hr. It was also noted that there were three other infusions running at the time of event: insulin regular, norepinephrine and dextrose. The customer mentioned that there was no detectable injury nor interventions needed. The patient was transferred to a sister site unrelated to the medication/pump error. After a site visit, bd also learned the following information: the incident occurred on (B)(6)2024, during the night shift in the ICU. The nurse utilized interoperability to scan the medication. Upon review of the device logs by the quality team, it was confirmed that the nurse had programmed the device correctly and that a double tap was performed. A double tap is a two nurse sign off required on fentanyl administration. The nurse received an alarm indicating ¿bag dry¿. The tubing was not saved following the incident, and only the pump module was sent to biomed, accompanied by a note saying ¿not working ¿without further details about event. The pcu involved in the incident was not sequestered. Biomed inspected the pump module without knowledge of its involvement in a patient-related event. No issues were replicated during testing, and the pump module was subsequently returned to the ICU and placed back into patient circulation.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that the fentanyl was a 1000 mcg 0.9% 100ml infusion ordered at 5 ml/hr. It was also noted that there were three other infusions running at the time of event: insulin regular, norepinephrine and dextrose. The customer mentioned that there was no detectable injury nor interventions needed. The patient was transferred to a sister site unrelated to the medication/pump error.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an free flow ¿ fentanyl (event #1) was not determined because no products or device logs were returned.

Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that that the fentanyl was a 1000 mcg 0.9% 100ml infusion ordered at 5 ml/hr. It was also noted that there were three other infusions running at the time of event: insulin regular, norepinephrine and dextrose. The customer mentioned that there was no detectable injury nor interventions needed. The patient was transferred to a sister site unrelated to the medication/pump error.